Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The issue was found to be due to the worm coupling and gear no longer operating properly. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a motor rate error. There were no reported adverse events.

Event description:
Additional information: no patient involvement.

Manufacturer narrative:
Additional information: no patient involvement. Event information added to section b5.